Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was separated approximately 37.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 300cm journey guide wire was inserted for revascularization of the right popliteal artery. A non-bsc stent was implanted. During withdrawal of the stent system, the guidewire broke off. A unspecified catheter was introduced over the split end of the wire. The catheter was cut with a scapel and the wire was able to be changed. No parts of the wire remained in the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire detachment occurred. A 300cm journey¿ guide wire was inserted for revascularization of the right popliteal artery. A non-bsc stent was implanted. During withdrawal of the stent system, the guidewire broke off. A unspecified catheter was introduced over the split end of the wire. The catheter was cut with a scalpel and the wire was able to be changed. No parts of the wire remained in the patient. No patient complications were reported and the patient's status was stable.